Event description:
The customer observed non-repeatable falsely elevated vitros tropi es results predicted from two different patient samples processed on a vitros eci immunodiagnostic system. Patient 1: 0.110ng/ml vs. 0.016 ng/ml; patient 2: 0.115 ng/ml vs. 0.013 ng/ml. It is unknown why the user retested the affected samples. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected tropi es results for both patients were reported outside the laboratory, however, corrected reports were issued and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from two different patient samples processed on a vitros eci immunodiagnostic system. The root cause of this event could not be determined. No data was provided to determine whether or not the vitros eci analyzer and vitros tropi es reagent lot 0820 were performing as intended. In addition, no information was provided concerning the customer's pre-analytical sample handling, therefore, it is unknown if the customer processed the affected samples outside the sample collection tube manufacturer's recommendations for centrifugation speed. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.